Event description:
A malfunction of the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset process, and confirmed that the malfunction did not recur after resetting. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer understood and acknowledged.